Event description:
Info received indicates the head section brake casters are not engaging when in brake.

Manufacturer narrative:
The tech replaced both head end casters and the head end brake pedal to repair the stretcher.